Event description:
Customer reported that she had high blood glucose. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was over 600 mg/dl when paramedics arrived. Customer reported that her insulin pump was alarming button error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.